Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings evaluation found the curved tube was damaged, the forceps could not be inserted smoothly due to buckling of the forceps channel, the image guide bundle was broken, the forceps plug cap was scraped off, and scratches were found on multiple parts of the scope. Additional information has been requested regarding this event. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported to olympus on behalf of the customer, the bending section of the uretero-reno fiberscope was damaged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps mouthpiece was scraped. The report is being submitted due to scraped mouthpiece found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.